Event description:
While performing a procedure on a pt the sleep deck of the stretcher dropped suddenly several inches. The nurse reported no injuries.

Manufacturer narrative:
Upon complaint review, it was determined that this condition could cause serious injury were it to reoccur, and therefor,e is being reported late. The technician could not replicate the malfunction, and the stretcher functioned as intended, no repair was made.